Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2017-03004 pertains to the first passport balloon dilatation catheter, manufacturer report # 3005099803-2017-03005 pertains to the second passport balloon dilatation catheter and manufacturer report # 3005099803-2017-03006 pertains to the third passport balloon dilatation catheter. It was reported to boston scientific corporation that three passport balloon dilatation catheters were used during a procedure performed on an unknown date. According to the complainant, during the procedure, the balloons would not deflate. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted. No patient complications were reported due to this event.